Manufacturer narrative:
H6: results: visual inspection of the cartridge showed the cartridge tip was cracked. There was evidence of surgical and reddish residue. There was no lens in the returned case. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the lens and injector were not returned for evaluation.

Event description:
A 3-piece silicone lens model aq2010v, diopter -24.0, tore and the lens was damaged by the cartridge. The lens was not inserted and there was no patient contact or injury.